Event description:
The penumbra coil 400 delivery system was found to be kinked upon removal from the packaging. The device was not used in the pt. The physician used another device successfully without incident.

Manufacturer narrative:
Results: there is a break in the exterior hypo tube section of the pusher assembly 5.0 cm from the proximal end. The coil is in place in the detachment tip and the pet lock is intact. These conditions are normal for an undeployed coil. The proximal section of the pusher assembly can be moved back and forth relative to the distal section. This condition is not normal. The edges of the broken hypo-tube are ragged and granular. The pusher assembly and coil are non-functional. Conclusion: the damage noted in the complaint is confirmed. The cause of the breakage cannot be determined from the info given in the complaint. The damage may have occurred if the operator was rough in unpacking the device. If the hypo-tube proximal section of the pusher assembly was bent sharply during removal from the package and then attempted to be straightened the metal may have fatigued leading to the break. We were able to demonstrate this behavior on an example unit.